Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. The report of low flow could not be confirmed as no log file was submitted for review. A direct relationship between the device and the report of syncope could not be determined. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. Pump parameters, including flow, are detailed in the hm3 instructions for use (IFU). The system monitor section of the heartmate 3 IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. The alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6) 2018 admission for driveline infection was address in MFR 2916596-2018-04232. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide#:(B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 9 months . The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted for low flow events and syncope on (B)(6) 2018, and health care professional believed to be related to bacteremia and driveline infection, for patient was previously admitted for abdominal pain and driveline infection on (B)(6) 2018 to (B)(6) 2018.